Event description:
During a procedure report of edema around the aneurysm on CT scan after treatment with matrix dectachable coils. Physician reported that the patient showed signs of fever a few days after the procedure and suffered seizures. No other information was provided.